Event description:
It was reported that this device has stopped working. A request for technical review was needed. No adverse patient effects were reported. The device was reported to have been explanted.